Event description:
A 72 year old white gravida 0 female; status post bilateral subglandular inframammary gels (? Tyep/size/MFR) placed in 1970 for augmentation after "cyst bx". Pt reports implants have been too hard and large from the beginning, but she has tolerated this until approx two months ago, when she noticed her bra was tight and she was sore. Pt felt a left lateral breast lump, which disappeared in 2 days. There is occasional stabbing pain on the left, and pt is aware of a fullness/fold from inferolateral breast to back. Pt has some mild arthralgias, headaches, visual changes, dizzines, dry mouth, sensitivity to sun/cold, cough, increased cholesterol, and "01".